Manufacturer narrative:
(B)(4) date sent: 10/27/2020 investigation summary photo image along with the device was returned for evaluation. Upon visual inspection of one photo, the following was observed: the photo shows tissue and what appears to be a staple not properly formed. Also, a slightly bleeding could be observed on opposite position of malformed staple. The device analysis found that one plee60a device was returned with no apparent damage and with a gst60b reload (a) loaded on the device additionally a gst60b reload (b) was present. The reloads were received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Reload b: gst60b.fully fired, r5993c

Manufacturer narrative:
(B)(4). Batch # t5en6j. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. Additional information: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, experienced staple line bleeding and malformed staples. There was no blood transfusion needed. It is unknown how the case was completed. Patient status unknown.